Manufacturer narrative:
H 3 evaluation summary the device history record (DHR) for the reported lot was reviewed. During the manufacturing of the syringe assemblies, syringes were visually and physically tested with no issues recorded relating to this customer report. The DHR for the lot control indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. The DHR for the representative samples sent was also reviewed showing no issues recorded relating to this customer report. The manufacturing site received sealed, packaged syringe samples and unsealed, packaged samples identified with the reported lot and a representative lot. A complete investigation was performed. Visual inspection of the sealed package samples showed no issues related to the customers complaint of sticking plungers. The lab performed a silicone amount testing on a random representative sample from the samples provided. All results confirmed silicone was present and did not exceed the maximum silicone allowed. As a result of a thorough investigation and product analysis, there are no confirmed issues in relation to the reported condition. Complaint trends are evaluated during the monthly corrective and preventative action (CAPA) meeting to determine if a CAPA is warranted. At this time, a CAPA will not be initiated. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the plungers are sticky which is very hard to draw blood or give injections.